Event description:
Baxter pump found to have infused potassium phosphate over 1 hour although it was programmed to infuse over 4 hours. Pt remained on crm with no EKG changes noted. Pump taken out of room and placed aside for repair.